Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This subcutaneous implantable cardioverter defibrillator device and electrode were explanted due to hematoma and infection. There were no patient adverse effects as a result of the explant procedure.